Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying signal loss on the 4th floor in the south tower. No patient harm was reported. Investigation summary: the customer was experiencing signal loss at the cns and requested on-site support to resolve the issue. No further issues were reported relating to signal loss for this device. The issue was most likely resolved with the on-site support. As no returns or exchanges were documented in the record, it is unlikely that the cause of the signal loss was due to a device malfunction. It is likely that the signal loss was occurring due to the facility's network environment or environmental factors. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The customer reported that the central nurse's station (cns) was displaying signal loss on the 4th floor in the south tower. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying signal loss for on the 4th floor in the south tower. About 4 rooms experience this signal loss at one time, never in the same general area. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying signal loss for on the 4th floor in the south tower. About 4 rooms experience this signal loss at one time, never in the same general area. No harm or injury was reported.